Event description:
It was reported that bd¿ 3 ml syringe/needle combination had cracks in the barrel of the syringes which caused leakage. This occurred on 2 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: one fully sealed 150-count box confirmed to be from batch #8206917 (p/n 305663) was received and evaluated. It appears the box was exposed to moisture due to the separation of the cardboard layers. All samples were visually inspected with no observable defects. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The complaint could not be confirmed off of the samples returned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ 3 ml syringe/needle combination had cracks in the barrel of the syringes which caused leakage. This occurred on 2 separate occasions. No serious injury or medical intervention was reported.